Manufacturer narrative:
The conclusions are as follows: the root cause of this message cannot be determined with certainty. Nevertheless, it could be considered that the cause of the reported issue may be related to the tablet's bluetooth functions: o this error message has been several times observed due to an unresolved issue generated during the last smarttouch-smartecg bluetooth pairing procedure. Therefore, the reported error message is displayed as soon as the tablet is turned on. - no general malfunction is suspected on the subject smarttouch tablet. In case this issue occurs, it is recommended to reconnect the smartecg to the tablet (unpairing and new pairing).

Event description:
This error code appears during every startup. Re-installation of 3.16 is not effective.

Event description:
This error code appears during every startup. Re-installation of 3.16 is not effective.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.